Event description:
Additional information received reported the cause of pollakiuria was inefficient stimulation requiring reprogramming and use of vesicare.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209708034, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative degradation of the micturition state ( pollakiuria and urgencies) since (B)(6) 2016. No diagnostics/troubleshooting performed. Reprogramming of the neurostimulator was performed on (B)(6) 2016. It was noted the patient also started vesicare. The issue resolved at the time of the report. The event was assessed as non-serious but linked to the stimulation. Medical history included functional idiopathic incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.